Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received inserted through an introducer sheath and guide catheter, a snare and a 0.014in guidewire were also inserted through the sheath. The stent of the device was received mounted onto the distal end of the stent delivery system. The stent struts were severely distorted and misaligned across the length of the stent. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The balloon material was found to have stent impressions on its surface indicating that the stent was crimped in the correct location during manufacturing. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement inside the patient occurred. The target lesion was located in the ostial right coronary artery (rca). After pre-dilating the lesion and using a buddy wire, a 3.50x16mm promus premier drug-eluting stent was advanced to treat the target lesion but failed to cross. The stent was removed from the patient's body, pre-dilated the lesion again but lost the wire position so the physician had to re-wire the lesion. After re-inserting the wire, the stent was then readvanced to the target lesion but it was noted that the stent accordioned and came off from the balloon. The physician then used a snare to retrieved the stent and removed all the devices from the patient's body. Subsequently, a diagnostic catheter was inserted via femoral access and coronary angiography revealed that the lesion appeared fine with no calcification. The patient was discharged and transferred to the recovery room but the patient returned to the lab with a stemi. A non-compliant balloon catheter was used and angioplasty was done to treat the event. No further patient complications were reported and the patient's current status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement inside the patient occurred. The target lesion was located in the ostial right coronary artery (rca). After pre-dilating the lesion and using a buddy wire, a 3.50x16mm promus premier drug-eluting stent was advanced to treat the target lesion but failed to cross. The stent was removed from the patient's body, pre-dilated the lesion again but lost the wire position so the physician had to re-wire the lesion. After re-inserting the wire, the stent was then readvanced to the target lesion but it was noted that the stent accordioned and came off from the balloon. The physician then used a snare to retrieved the stent and removed all the devices from the patient's body. Subsequently, a diagnostic catheter was inserted via femoral access and coronary angiography revealed that the lesion appeared fine with no calcification. The patient was discharged and transferred to the recovery room but the patient returned to the lab with a stemi. A non-compliant balloon catheter was used and angioplasty was done to treat the event. No further patient complications were reported and the patient's current status was stable.